Event description:
IV line was leaking and blood was back flowing. When assessing the line, nursing noted that the filter had an external crack causing it to leak and also compromising the integrity of the IV line.